Event description:
Additional information received on (B)(6) 2017 from the representative reported that the pump was dead so there was no ability to communicate with the pump and no interrogation report. The representative was going to check for the serial number of the physician programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving un known baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the pump was empty. It was that there had been a significant lapse in managing the patient¿s pump, but the patient now had a new hcp. The pump had been empty for approximately five years, and they could not interrogate it due to normal battery depletion/longevity. They were going to do a catheter dye study to confirm catheter patency and then replace the pump per normal battery depletion and empty reservoir. There were no medical symptoms/patient complications reported. Additional information received on 2017-jun-05 from the hcp via the representative reported the previous medical doctor retired years ago. The patient met with a new doctor and discovered she had an old pump that reached early replacement indicator (eri) roughly 5 years ago. The doctor would be replacing the old pump. The catheter was also tested and found to be patent. The representative had nothing else to report.